Event description:
Malfunctioning right ventricular pacing lead. Presenting with history of complete heart block intermittently and pacer malfunction in the form of non-capture of the right ventricular lead with dizziness and syncope.